Event description:
A donor sample (ID # (B)(6)) generated (B)(6). Another sample from the donor (ID # (B)(6)) was tested on another analyzer and negative results ((B)(6)) were generated. Other prism assays tested on the sample were negative: (B)(6). The customer verified that both samples were from the same donor collection. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Clinical specificity was evaluated by completing a review of field data reported from customers using the abbott prism hcv assay, lot number 16567m500. The initial (B)(6) was (B)(6), the repeat (B)(6) was (B)(6). These results were less than the abbott prism hcv package insert upper 95% confidence interval of 0.38% for the initial (B)(6) and (B)(6) for the repeat (B)(6). Customer complaint data was reviewed and no adverse trends were identified. The prism hcv package insert was reviewed and was found to adequately address the issue. The investigation did not identify a deficiency/malfunction.